Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer powered off the machine, reseated the ribbon cable at the back of the drawer board, and powered the machine back on. Final testing was completed, and the customer successfully performed an inventory count of items, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 consistently failed and displayed a failed to stay closed message. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.